Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported allegation of device not working cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient has had his inflatable penile prosthesis (ipp) since 2015 and it suddenly stopped working. The device was troubleshot at the doctor's office with no success. A revision surgery was performed and it was identified that the right cylinder had a hole in it and most of the fluid in the device had leaked out. All components were removed and replaced. No additional information was reported.